Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (56 mg/dl) and required the pump's carbohydrate ratio setting to be adjusted. The customer addressed the low bgs with the consumption of glucose tabs. Tandem technical support assisted the customer with the requested changes to the settings.